Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported tissue injury could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of tissue injury. The reported effects of tissue injury and mr are listed in the instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, echocardiography was performed and showed the clip had perforated the posterior leaflet, causing mr to increase to a grade of 3. It was noted the clip remained attached to both leaflets. On (B)(6) 2021, an additional mitraclip was performed to treat mr with a grade of 4+. One clip was deployed on the mitral valve, reducing mr to a grade of 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause for the reported tissue injury cannot be determined. The reported increase in mitral regurgitation (mr) appears to be a cascading effect of tissue injury. Additionally, the cause of the reported heart failure and death cannot be determined. The reported effect of heart failure, tissue injury, death, and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. B2 - outcomes attributed to ae updated from "hospitalization initial or prolonged" and "required intervention" to: "death". H1 - type of reportable event updated from "serious injury" to: "death".

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2022, a third mitraclip procedure was performed to treat mr with a grade of 4. It was noted the perforation had worsened, resulting in the increased mr. Both implanted clips were noted to be stable on the leaflets. One clip was deployed, reducing mr to a grade of 2-3. On (B)(6) 2022, the patient passed away due to heart failure. The physician stated the patient had a history of heart failure and believes the perforation caused by the first clip worsened the heart failure. No additional information was provided.